Manufacturer narrative:
Bench repair replaced the cpu cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was discovered at bench repair that the v60 was unstable due to the broken feet and cpu cover tray. It was reported there was no patient involvement at the time the issue was discovered. Bench repair is currently pending.

Manufacturer narrative:
E: (B)(6).